Manufacturer narrative:
Additional information: b5: reportedly, "icl vaults are too low and I'm seeing some early cataract development, so will need to do an exchange". Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: 4629-lens was explanted on an unknown date. Claim#(B)(4).

Manufacturer narrative:
Additional information: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -9.50/1.0/062 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Low vault was observed. The lens remains implanted. Cause of the event is reported as patient related factor. Device did not fail to perform as intended. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4)